Manufacturer narrative:
Device passed rewind test, basic occlusion test, prime/a33 test and displacement test. However, device received stuck in the motor error loop during bolus/basal delivery. The motor may have had an intermittent failure that was not detected during our testing. The motor was tested outside the device and passed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump would not exit the preparing to prime loop. Customer stated that the insulin pump was broken and getting errors when they turning on the insulin pump. Customer stated that the insulin was not coming out. Customer was rewinding the insulin pump then it would stopped. During troubleshooting, the customer was advised to hold down act button until insulin pump receive second series of beeps; however they did not received it. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.